Event description:
The customer reported the 2800 system did not boot. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the cpu board. The system operates as intended.